Event description:
During procedure, error code v30 appeared. System rebooted and error code 216 occurred. Switched to second colonoscope with same issue. Pcf-h190dl, sn(B)(4). FDA safety report ID # (B)(4).